Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge dropped from 100% to 5% after being disconnected from a power source. Subsequently, the battery fully depleted and the pump powered off. The customer's blood glucose was 270 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.